Manufacturer narrative:
Additional information: section d9: device available for evaluation: no, however, photo was available. Section d9: returned to manufacturer: product was not received, however, photo was received. Section h3: device evaluated by manufacturer: no, however, photo was evaluated. Device evaluation: a customer photo was provided and evaluated. The photo displays the suspect lens inside the patient's eye, and a scratch-like mark can be observed on the lens (circled in orange). Due to no product received, further evaluation could not be performed. Based on previous clinical advice, due to the location and characteristics of the scratch like mark, it is not expected for the mark to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photo assessment. Conclusion: the complaint issue "cosmetic issues" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "dissatisfaction - quality/design was not identified during photo evaluation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was present on dcb00 intraocular lens (iol) after implanting. However, doctor was unhappy as he had experienced this many times. No further information was provided. This report is being submitted for the scratch issue reported by surgeon that has been observer an many times. The quantity is unknown. Another report is being submitted for dcb00 lens.